Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that the right ventricular lead fractured and was explanted. A new right ventricular lead was attempted. However, due to occlusion on the patient's left side, the physician elected to move the system over to the patient's right side. No adverse patient effects were noted. As of this report, the right ventricular lead has not been returned. Should additional information become available, this event would be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical analysis. The inspection of the lead demonstrated multiple signs of abrasion and a damaged insulation. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. The signs of laser extraction occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.